Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A friend/family member of a patient implanted with a neurostimulator (ins) for parkinsonian tremor and movement disorders reported that the patient slumped over in their chair unable to respond. The eye was closing on the left side of their face. The patient reportedly lost consciousness on the trip to the hospital. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The patient weight was updated. It was reported the patient was tested elsewhere for the loss of consciousness. When they saw the patient there were no symptoms present, which was(B)(6)2017. The patient symptoms were resolved. No further complications were reported.